Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the device stopped performing as expected. All components were removed and replaced. Upon removal, no fluid was observed in the reservoir. There were no patient complications.